Manufacturer narrative:
The pump passed the displacement test however, there was no vibrate during the self test. No vibrate anomaly isolated to electrical board.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump was not vibrating during self test. Customer also reported that insulin pump beep anomaly. Customer reported they did hear beeps when audio volume settings were saved and did hear the differences between the two audio beep volumes 1 and 5. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.